Manufacturer narrative:
A ge service representative performed an on site investigation. A pin in the connection socket was evaluated and repaired. Replacement of the connection socket was identified as required in the future. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.